Event description:
N/a

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replaced pcb,iabp main board, assembly iab datasette cs300 and assembly dss datasette cs300. Checked functionally found ok. Done all the functional tests. All are passed. Handed over the machine in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cs300 pump showed electrical test fail code 39. No patient involved. No one was harmed onsite .